Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms and high thresholds. Troubleshooting was performed and when connected to the pacing system analyzer (psa) values were still high. It was noted that the heart wall was perforated. When they went to re-insert the lead into the header of this pacemaker, the physician had difficulty connecting it. Subsequently, a new pacemaker was used and the lead was successfully connected with normal values. No additional adverse patient effects were reported.